Event description:
Reporter alleged obtaining a blood glucose result of 600 mg/dl on her compact plus system however was experiencing hypoglycemic symptoms at the time so she did not take any additional diabetic medications as a result. Reporter stated obtaining a result of 112 mg/dl on the same system that was performed 8 minutes after the original result. Reporter indicating self treating with candy and no other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.